Event description:
The patient is a 52 year-old male with vascular disease who underwent a distal left sfa to posterior tibial artery bypass for ischemic rest pain and tissue loss to the left lower extremity. The patient's groin and bilateral lower extremities were prepped with duraprep and allowed to dry. An ioban drape was applied. When it was removed, a skin tear occurred on the left medial upper thigh measuring 4 cm x 4 cm. Bacitracin ointment was applied and the wound was covered with tegaderm. The patient was seen in clinic with a non-healing wound, and is being referred to plastic surgery.